Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusions. The customer changed the pump supplies multiple times and after the last change, no additional occlusions were received. The customer's blood glucose (bg) level was 357 mg/dl with a trace level of ketones. Insulin injections were administered to address the bg level. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.